Event description:
It was reported that technical services (ts) was consulted for further review of this cardiac resynchronization therapy defibrillator (crt-d) stored episodes. It was noted patient had slow ventricular tachycardia (vt) due to congenital tissue. Upon review, the presenting electrogram (egm) showed the device had delivered three bursts of anti-tachycardia pacing (atp) inappropriately due to oversensing of right ventricular (rv) lead. Ts provided programming recommendations. At this time, no adverse patient effects were reported. This crt-d and rv lead remain in service. Additional information was received reported that the health care professional (hcp) called technical services (ts) for further review of this crt-d stored episodes. Upon review, the ventricular episodes showed a burst of anti-tachycardia pacing (atp) fail to convert and accelerates rhythm to faster ventricular tachycardia (vt). A second burst of atp was delivered and failed to convert and accelerates the rhythm to faster vt in the vf zone. This lead to a shock to be delivered which failed to convert rhythm and further accelerated to slightly faster vt which then degraded to ventricular fibrillation (vf). It was noted the device began to intermittently undersense. The second and third shocks fail to convert, and the vf persists with intermittent undersensing. The fourth shock fails to confirm with worsening undersensing and now pacing into the vf. Sixth shock delivered and fails to convert with undersensing. The following shock was diverted due to undersensing. Redetection occurs before end of episode and the seventh shock delivered fails to convert. The vf persists with continued undersensing and pacing into vf. The eighth shock was delivered that successfully converted the rhythm. Ts discussed programming optimization options. No additional adverse patient effects were reported. The crt-d and rv lead remain in service. Subsequent additional information was provided that reported that this crt-d and rv lead were explanted during a procedure. The crt-d and rv lead were returned and received by the facility and is awaiting further analysis to be performed. No additional adverse patient effects were reported at this time.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that technical services (ts) was consulted for further review of this cardiac resynchronization therapy defibrillator (crt-d) stored episodes. It was noted patient had slow ventricular tachycardia (vt) due to congenital tissue. Upon review, the presenting electrogram (egm) showed the device had delivered three bursts of anti-tachycardia pacing (atp) inappropriately due to oversensing of right ventricular (rv) lead. Ts provided programming recommendations. At this time, no adverse patient effects were reported. This crt-d and rv lead remain in service.